Event description:
A customer contacted beckman coulter (bec) reporting that the coulter lh 750 hematology analyzer generated differential vote outs and backgrounds high. While priming the instrument, the customer observed about 4 cubic centimeters of differential lyse had leaked onto the counter. The leak was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of the incident. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to the reported event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the differential and retic sample tubes going to the flow cell. The fse then performed flow cell flush with bleach procedure. The differential continued to fail startup background. The fse determined that the retic mixing motor was causing differential background to fail. The fse replaced the retic mixing motor. The fse also observed r flags on all retic control levels and replaced the retic stain mixing chamber and also replaced red stripe tubing and flushed the stain waste line from pm11 to vc 26. Failure mode is related to the retic mixing motor as well as the red stripped tubing leading to the retic stain mixing chamber. The instrument operated as expected failing for retic controls. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).